Event description:
The hcp reported the pt had been experiencing withdrawal episodes. Rotor studies were done twice with the results reported as inconclusive. The pump was explanted due to "not delivering drug." A follow up report will be sent when additional info is received.